Event description:
Patient was taken to the operating room where she was placed in supine position. General anesthesia was induced. The abdomen was prepped and draped in the usual sterile fashion. Procedure started and the abdomen was insufflated. Trocars were inserted. Lysis of adhesions was performed initially. When it was time to use the reliatack fixation device, it was not functioning at all. Physician said that the mechanism on the end was not activating the tacks. The device was replaced with a similar device and the procedure was completed as planned. No patient harm. Manufacturer response for staple, implantable, reliatack (per site reporter). Device taken by medical representative.